Event description:
Pt reported lymphoma on the breast implant follow up study annual questionnaire. A call was placed to the physician to gather more info. They were able to confirm the diagnosis of non-hodgkin's, that this pt was in fact an augmentation pt and that they were not aware of a diagnosis of lymphoma. The disease is not breast side specific. It is a systemic lymphoma. This is for the right side. MFR # 2024601-2012-00759 is for the left.

Manufacturer narrative:
Med watch submitted on (B)(4) 2012. There no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.